Event description:
It was reported that a study showed a "disconnect - pump connector broken". The pump was also replaced as it was at "end of life". No patient symptoms or final patient outcome was not reported.

Manufacturer narrative:
.